Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when powering on, the cardiosave intra-aortic balloon pump (iabp) unit had an electrical detection failure #14.

Event description:
It was reported that when powering on, the cardiosave intra-aortic balloon pump (iabp) unit had an electrical detection failure #14. No patients involved

Manufacturer narrative:
Updated field: b4, b5, d9, e1-(initial reporter), g3, g6, h2, h3, h4, h6(health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has power-on report electrical detection failure 14. A getinge field service engineer (fse) stated enter maintenance mode for inspection, find x1= sensor deviation value abnormal, perform 30psi pressure sensor calibration procedure. After calibration, deviation value is normal. Then perform pressure regulating valve calibration. During manual test of drive valve group, it was found that pressure could not be maintained, and there were many 77 alarms in alarm code, so it was judged that drive valve group needs to be replaced. Other engineering tests are normal. Replace drive valve group. Sensor deviation value abnormal, perform 30psi pressure sensor calibration procedure. After calibration, deviation value is normal. Then perform pressure regulating valve calibration. During manual test of drive valve group, it was found that pressure could not be maintained, and there were many 77 alarms in alarm code, so it was judged that drive valve group needs to be replaced. Other engineering tests are normal. After replacing the drive valve group on december 27, all functional tests were performed and the equipment was normal and fault-free. It was delivered for clinical use. There is no patient involvement. The failure analysis and testing dept. Performed visual inspection of the part received: part number: 0104-00-0031_g drive manifold assembly serial number: (B)(6) and found that k12 is broken. Due to this damage. This part cannot be investigated any further by the failure analysis and testing department. The failure analysis and testing department verified the reported failure. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev. Aq.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).